Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-01048 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during use of the bd onclarity hpv assay on bd viper lt, a patient sample with squamous cell carcinoma was negative for hpv. Previous results were hpv negative and nilm. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd onclarity hpv assay on bd viper lt, a patient sample with squamous cell carcinoma was negative for hpv. Previous results were hpv negative and nilm. There was no report of patient impact.